Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "low" on the continuous glucose monitor. Bg was due to exercise. Customer required third party assistance from their husband and was given carbohydrates to address bg.